Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was implanted in (B)(6) hospital. (B)(6). (B)(4). (B)(6); submitted to (B)(6) by the physician. Parts of the device remain in the patient; the removed portions of the mesh are not expected to be returned, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a mid-urethral sling placement procedure performed in 2014. According to the complainant, about two and a half years ago, the patient had developed mesh exposure and this was corrected by partial excision of the exposed portion of the sling in 2016 at the same hospital where the device was implanted. On (B)(6) 2018, it was noted that the patient developed recurrent exposure of the mesh, recurrent stress incontinence, apareunia and vaginal pain. An examination under anesthesia with removal of the vaginal portion of the sling was done as a treatment in a different hospital. The patient's condition after the procedure was reported to be good. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.